Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft, an afx vela suprarenal, an afx limb stent graft, and an ovation ix extender. This case is outside the indications of use (off-label) due to the incompatible use of afx with ovation devices. The team was aware that this was an off-label procedure with a low potential of sealing the proximal neck due to the diameter outside IFU. The end goal was to seal the rcia aneurysm and attempt to slow the growth of the three (3) aneurysms in the abdominal aorta. The procedure ended without complication; however, there was a small, late possible type ia endoleak. The patient will be under close surveillance at six (6) month intervals. The patient was reported to be well and discharged one-day post-procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, as the type 1a endoleak could not be confirmed this event is likely related to the following contributing factors; the proximal neck was off label- distal diameter was 43.8mm should be 18-32mm, the neck length was also off label at 2mm should be greater than or equal to 15mm and there was calcifications in the proximal neck which is cautionary product use condition. The final patient status was reported as being well and discharged home the first post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.